Event description:
The facility representative reported an infuso.r. Pump with a condition of "occlusion is over limit." This condition occurred during programming/setup in the "biomed service" department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). A service history review was performed revealing that the device has not been previously serviced for a related condition. Device evaluation: quality engineering confirmed the problem as a damaged occlusion switch on the micro-processor unit (mpu) board. The cause of the problem was physical damage to the occlusion switch on the mpu board. The assembly printed circuit board was replaced to fix the problem.